Event description:
The field service rep (fsr) reported that during preventative maintenance (pm) of the device, the heater cooler unit had high reverse leakage current. Since the event occurred during preventative maintenance, there was no pt involvement.

Manufacturer narrative:
Eval is in progress, but not yet concluded.